Event description:
The caller reported that the t:slim x2 pump battery would not charge, leading to the pump shutting down. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different charging cable, although the caller was informed that tandem does not recommend using non-tandem charging supplies unless advised for troubleshooting purposes. Technical support is sending a replacement tandem charging cable via two-day shipping, and advised the caller to monitor the situation and call back if the issue persists. The caller received instructions to reset and manually restart the continuous glucose monitoring sessions after the pump was turned off or reset.